Event description:
It was reported that the atrial lead was not capturing the heart at max output. Impedance measurements for the lead were stable within normal range and there was some intermittent far field r-wave sensing. The patient had been feeling poorly for about the last week prior to the follow-up in the clinic. She was recently started on some new medications. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.